Event description:
It was reported that during the procedure, inserting the right ventricular lead into the tool caused helix damage, leading to a suspected lead fracture. Consequently, the lead was replaced with a new one to complete the procedure. No adverse effects on the patient were reported. The damaged lead is expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, inserting the right ventricular lead into the tool caused helix damage, leading to a suspected lead fracture. Consequently, the lead was replaced with a new one to complete the procedure. No adverse effects on the patient were reported. This lead is no longer expected for return due to contamination.